Event description:
A consumer reported that her (B)(6) old daughter received second degree burns on her wrist from hot water from the personal steam inhaler. Medical intervention was sought for her injuries. The instructions for proper use have a clear warning that states "the appliance should always be placed on a firm, flat waterproof surface", "caution: do not place on lap or lift in your hands while in operation and if the unit still contains water", "the appliance should not be left unattended. Keep out of reach of children", and "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury."